Manufacturer narrative:
Corrected data: d9 (¿returned to manufacturer¿ was selected in error along with listing a date for the ¿date returned to manufacturer¿ field) and h3 (¿yes¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty patient board set. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by a third party, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the video system center had intermittent imaging issues. There were no reports of patient harm.